Event description:
It was reported that at the refill visit, they had expected to aspirate 5 cc from the pump, but had gotten back 13.5 cc of bloody fluid. The hcp planned to send the fluid to the lab to be tested. There were no pump alarms and the programming was verified to be correct. Several days later, the patient had return of unspecified symptoms. The hcp thought that possibly they were never in the pump and had pulled 13.5 cc of seroma fluid and filled the refill drug in the pocket; however, the patient had no pocket fill symptoms. The hcp planned re-access the pump and see what was left in the pump. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.